Manufacturer narrative:
The customer's strips were returned for investigation. The returned strips were measured with a retention meter and controls. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 378855) were tested in comparison with the master lot. Coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek pro ii meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was > 8 inr. The result from the laboratory was 4.1 inr. The patient's therapeutic range was not provided.